Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image revealed code corruption due to telemetry interruption which resulted in the reported issue on backup operation. The cause of the telemetry interruption is consistent with anomalies associated with firmware upgrade procedure and not device related. Electrical testing revealed normal device characteristics with battery voltage near beginning of life (bol).

Event description:
During device preparation for an implant procedure, a software update was performed and the device went into backup vvi. The device was not implanted and was replaced to resolve the event. The patient's condition was stable.